Manufacturer narrative:
G.2 report source study was added as it was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27263.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The impact study reported that an impella 5.5 was inserted, and the patient developed bleeding requiring reoperation. The relationship to the impella and to the impella procedure had a relationship of "probable". The patient survived the procedure.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical details provided. B5 additional information received from the clinical site. H6 revised to reflect additional information received from the clinical site.

Event description:
The impact study reported that the patient on impella 5.5 support experienced ventricular arrhythmia with a ¿possible¿ relationship to the impella device. Amiodarone was administered. The patient recovered and arrhythmia was resolved.

Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H10 investigation results for vt/vf were inadvertently omitted from manufacturer device report 1220648-2025-27263-1.